Event description:
A customer reported to baxter corporate product surveillance a clearlink extension set with control-a-flo in which a leak was observed. According to the report, the nurse was unable to administer a bolus injection through the regulator. Upon follow-up with the customer, the customer indicated that they were attempting to administer a bolus injection through the lowest y-site of an unknown primary administration set. This resulted in the control-a-flo device cracking and unknown medication leaking. The customer was informed that per label copy all bolus injections must be administered below the control-a-flo device. The reporter indicated that since the incident, they have switched to an extension set without a control-a-flo device and no more issues have occurred. There was a patient involved. However, there are no reports of patient injury, adverse events, or medical intervention associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available, but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted.